Manufacturer narrative:
The facilities maintenance indicated the siderail would not unlatch when a pt coded. Upon further investigation, nurses in the area did not have any info regarding a pt coding. The facilities maintenance replaced the siderail latch to repair the bed.

Event description:
Info received indicates the siderail would not release from the latched position when a pt coded.